Event description:
It was reported that customer was hospitalized for high blood glucose levels and diabetic ketoacidosis.. Customer's doctor does not think the insulin pump is working correctly and advised the customer not to use the pump. Blood glucose at the time of hospitalization was 507 mg/dl. Customer was wearing the pump at the time of hospitalization. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and cracked case near display window corners. The device passed the functional test including prime, displacement, basic occlusion, occlusion and excessive no delivery alarm test.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).